Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten act button dome switch. No button error alarms during testing. The device had minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and the battery cap coin slots was stripped.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 132 mg/dl. Nothing further was reported.